Event description:
It was reported that the device had a force sensor test error. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Customer reported that the pump has a force sensor test error. Complaint confirmed by turning on the pump and checking the alarm history. Found that fluid went inside the pump and damaged the main board and interconnect board. Device is repaired by replacing the main board and interconnect board. Replaced left and right clutch, clutch spring, worm coupling, and motor to fix the check clutch error. Reset to standard configuration. The main cause of customer¿s complaint damaged main board and interconnect board. After replacing the parts, the pump passed all the testing and is fully operational. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.